Manufacturer narrative:
A data disk was returned to cpi for review. The device was not returned to cpi for analysis. Review of the data disk confirmed one episode of oversensing, in which the pt received a shock. The intrinsic tachycardic episodes that followed occurred 4 minutes later and were properly detected and treated by the ICD. In addition, it appeared that all pacing functions were operating normally. There is no evidence to indicate that the ICD caused or contributed to the pt's death.

Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited oversensing which inhibited ventricular pacing.